Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing dyspnea. Upon interrogation, it was noted that the pacemaker was in backup vvi. The patient then presented for a pacemaker explant and was experiencing bradycardia. The pacemaker was explanted and replaced. The patient was in stable condition afterwards.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing dyspnea. The pacemaker was initially unable to be interrogated but was eventually noted to be in backup vvi. During the generator change procedure, the patient experienced bradycardia due to intermittent loss of pacing output from the device. The pacemaker was explanted and replaced. Due to the length of implant, the device was suspected to be at end of life (eol), however no eol alert could be confirmed. The patient was in stable condition afterwards.